Event description:
It was reported that during semi annual maintenance performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) touchscreen is failing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Contact person information: (B)(6). A getinge field service engineer (fse) was dispatched in order to evaluate the unit, and during the time of evaluation, fse replaced the touchscreen assembly and calibrated the unit. The iabp unit was being functionally tested without any further failures or issues. Then, the services of the cardiosave iabp were completed. After that, fse performed the full safety, calibration, and functionality checks according to the factory specifications. The equipment was released to the customer and cleared for use. There was no involvement of the patient during this incident. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: touchscreen assy. This part was received with a reported unit failure message of touchscreen calibration fails.performed visual inspection of this part received and part looks to be in good condition.installed touchscreen assy. Into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department verified the failure message of touchscreen calibration fails. Touchscreen assy, failed testing.retaining touchscreen assy. In the fat dept. Per procedure (B)(4) rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.